Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured between february 28, 2020 and march 03, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking coming from the infusion point. This was identified during setup and preparation, prior to patient use. There was no patient involvement. No additional information is available.